Event description:
It was reported that during a laparoscopic gastric bypass procedure, the trocar seal was not ok. Leaking gas when instruments were removed from trocar. Surgeon had to constantly put finger on top of pacman seal to make it stop. Frustrating and very disturbing but no adverse events.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made but no device has been returned.